Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving ¿pfns¿ (preservative free normal saline via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient¿s pump pocket incision opened. The patient had presented to the clinic with fluid in the pump pocket. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The patient had an ultrasound with no more fluid in the pocket. An x-ray showed the connector was intact and the anchor appeared intact. The physician closed the wound with 3 sutures and bandages were placed over the wound. The patient was given 1 gram antibiotic in IV and was sent home with oral antibiotics. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated there was a small opening in the pump pocket incision draining brown drainage. Examination on (B)(6) 2018 revealed copious drainage. An x-ray performed on (B)(6) 2018 revealed the pump and catheter were intact. An ultrasound was performed on (B)(6) 2018 and showed fluid around the pump. Laboratory testing performed on (B)(6) 2018 revealed gram negative rods resembling serratia. The entire system was explanted/not replaced on (B)(6) 2018. The device was disposed of according to biohazard instructions. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The clinical diagnosis was pump pocket infection. No further complications were reported.

Manufacturer narrative:
Conclusion code 22 no longer applies and instead 67 applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.